Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they were hospitalized on at with a low blood glucose levels. The customer's blood glucose levels ranged from 266 to 355 mg/dl. The customer stated that they had low battery level alarms. The customer stated customer reported via phone call indicating that they were hospitalized for the low blood glucose. The customer was assisted with the issue and was informed that the pump may need a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer stated that their low blood glucose may have been caused but a over delivery of insulin.